Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and and found logs that pointed to the executive processor board and the video generator board. The fse replaced only the executive processor pcb and completed all testing. All functional and safety test performed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). A getinge field service engineer (fse) evaluated the unit and found logs that pointed to the executive processor board and the video generator board. The fse replaced only the executive processor pcb and updated b.17. All functional and safety test performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 initial reporter full name: (B)(6).

Event description:
It was reported by the customer that during use on a patient cardiosave intra-aortic balloon pump (iabp) display went blank momentarily and the came back up. No harm to the patient.